Event description:
Doctor was implanting head, hit the impactor too hard and broke the tip. During a more detailed investigation into an rsp glenoid head inserter/impactor broken threads issue, it was found that several of the initial incidents of broken threads had not been reported to FDA. In order to capture the full number of similar events, this MDR is now being submitted.

Manufacturer narrative:
The rsp head inserter/impactor shaft broke from excessive loads applied to its threaded distal tip. This is a reusable device that uses a thin diameter shaft to connect with the recessed threaded section of the glenoid head. Most likely, the forces that caused the failure were bending loads on an angled shaft, or impact forces on the threaded tip. This conclusion was supported by a review of the fracture pattern of the broken tip. It is unlikely that high torques on the shaft caused the breakage since they would be more likely to cause galling of the threads, but not fracture of the shaft. If the shaft was angled, the bending load may overstress the distal tip lodged in the glenoid head. If the device had high impact loads, then that may exceed the load limit of the threaded tip. The inserter/impactor was examined with a 5x magnifier and measured with a caliper. The distal 10-32 unf-2a threaded tip was broken off. The broken tip was not returned. Except for the distal tip, the inserter/ impactor was excellent condition. The shaft diameter just proximal to the break point was 0.204 inches, within specification. The material 17-4 ph ss. Hardness test was performed at two locations on a sample of this lot, and the readings were an rc of 41.4 and 47.5. These values both passed the acceptance criteria of a minimum rc of 40. The DHR was examined. There were no nmrs. Product complaint report history was reviewed and four other pcrs for the same distal tip breakage on the inserter/impactor were noted. All complaints were from the same lot as this pcr, but only one lot of product was ever released.